Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. The analyst noted that the recorded asystole episodes were due to apparent undersensing. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited undersensing and loss of contact. The device remains in use. No patient complications have been reported as a result of this event.